Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an all-in-one empty container was leaking from several small cuts near the bottom of the bag, above the ports. According to the report, the bag had been filled with milrinone and was transported to the patient. The leak was noticed when the bag was hooked up to the patient. There was patient involvement; however, there was no patient injury, medical intervention, or adverse event associated with the report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Should the device and/or any additional relevant information become available, a follow-up report will be submitted.